Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal for 29 days, dose and frequency not reported) for peritonitis. Dianeal therapies were ongoing. The patient was discharged from the hospital three days after admission and recovered from the event 33 days after the onset of peritonitis. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.